Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 326 mg/dl while wearing the pod between 1 and 4 hours. Patient¿s father stated the cannula was not inserted, thus, was unsure if cannula was properly seated in the infusion site (hip/buttocks). Several weeks before, there was a setting change made to the basal rate. As treatment, patient¿s father gave 4.5 at 8:16pm. The patient¿s father was able to smell or feel insulin and stated the site hurt.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula not inserting properly. The cause of the reported improper insertion could not be conclusively determined. The device was inspected for any holes or tears in the fluid path. No signs of leakage were observed. The soft cannula and formed needle were inspected for any defects that would cause pain at the insertion site and nothing was found. The cause of the pain during insertion could not be determined.